Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an overcorrection post custom refractive treatment in the left eye. 20 days post-operatively, corneal maps showed a difference of over four diopters between pre-operative and post-operative keratometry readings. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.